Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm any malfunction that may have contributed to the reported hyperglycemia. The caller reported that cannula was not inserted into the infusion site. This condition would interrupt insulin delivery and contribute to high bg. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer's husband reported that his wife's blood glucose was 200 mg/dl when the device was activated, but increased to 300 mg/dl an hour and a half later. The device was removed and the cannula was not inserted.